Event description:
It was reported by service report that the right corner of the footboard was broken off and there were sharp edges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: footboard shell.